Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50-70 mg/dl range with unknown cause. Customer treated low bgs by drinking juice. Customer was instructed to consult with the healthcare provider regarding bg levels. No troubleshooting could be performed as the issues occurred in the past.